Event description:
It was reported an internal electrical component burned the fabric foundation of the unit, damaging the chiropractor's mechanical massage bed. The doctor contacted us regarding reimbursement for the damage to the bed. We cautioned him regarding proper use of the unit and explained that his description indicated misuse of the product in this fashion had broken one of the internal thermostats and allowed electricity to contact the fabric foundation. We have attempted to obtain the unit for examination, but the doctor has not responded at this time.